Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, there is no information on the requested patient demographics.

Event description:
It was reported that 40 to 60ml of unspecified fluid was added to the buretrol and the pump was set to infuse at 20ml/hr. At the next hourly check, it was noted that all fluid in the buretrol had infused. A large amount of air in the tubing below the pump was observed and the device did not alarm air-in-line. There was no patient impact. The event occurred at multi organ transplant dialysis unit. The customer's biomedical engineering conducted an inspection of the pump and found a missing post on the upper hinge of the platen. Log analysis revealed no programming errors.

Event description:
It was reported that 40 to 60ml of unspecified fluid was added to the buretrol and the pump was set to infuse at 20ml/hr. At the next hourly check, it was noted that all fluid in the buretrol had infused. A large amount of air in the tubing below the pump was observed and the device did not alarm air-in-line. There was no patient impact. The event occurred at multi organ transplant dialysis unit. The customer's biomedical engineering conducted an inspection of the pump and noted that the upper platen hinge post is missing. Log analysis revealed no programming errors.

Manufacturer narrative:
The reported complaint of an over infusion is believed to be the result of damage to the platen assembly. During the device inspection, the platen upper hinge post was found to be broken as reported on the complaint. Damage to the platen can lead to periods of unregulated flow if the platen becomes misaligned. Results from a review of the pump module event log identified an infusion of unknown medication programmed on (B)(6) 2020 at 7:09:36 am. The device alarmed for a patient side occlusion, was restarted and was then channeled off by user at 8:53:27am. The device was then selected and an infusion of unknown medication programmed at 10:04:03 am. The device was then channeled off at 11:10:39 am. The customer¿s concerns of the pump module not alarming for air in line was not confirmed after review of the logs or replicated during testing. Results from a review of the device logs did not identify any air in line alarms during the infusion. The air in line alarms are indicative of the unit alarming for air in line when the presence of air is in the tubing. Test results from the air in line threshold test protocol, consisting of a single air bolus detection testing and accumulated air detection testing demonstrated the air detection system operating in specification. Event administration tubing set was not returned. Inspection: pump module s/n (B)(6): no instrument seal was observed. Upper platen post was observed broken platen manufacture date code 3/08 (manufacture date, march 2008) both iui connectors were found dull. All other possible replacement parts were observed to be bd parts. Bezel date code: (B)(6) 2018. The root cause of the broken platen upper hinge post is suspected to be caused by customer misuse where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled. The root cause of the customer¿s complaint of the device not alarming for air in line was not definitively identified. Device history review: review of the pump module service history record showed the device had a manufacture date of 02may2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 21oct2020 and indicated that this device has been previously returned for service. (B)(6) 2019 ¿ bezel post remediation ¿ bezel recall. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, there is no information on the requested patient demographics.

Event description:
It was reported that 40 to 60ml of unspecified fluid was added to the buretrol and the pump was set to infuse at 20ml/hr. At the next hourly check, it was noted that all fluid in the buretrol had infused. A large amount of air in the tubing below the pump was observed and the device did not alarm air-in-line. There was no patient impact. The event occurred at multi organ transplant dialysis unit. The customer's biomedical engineering conducted an inspection of the pump and found a missing post on the upper hinge of the platen. Log analysis revealed no programming errors.